Event description:
It was reported intermittent occlusion alarms occurred eventually resulting in the customers blood glucose level being displayed as "high," specific values not provided on 03/10/26. Elevated blood glucose was addressed with a correction bolus via the pump. He customer changed supplies and resumed insulin therapy. Reportedly, the customer was using humalin brand insulin, tandem technical support educated the customer this is off label insulin use.